Manufacturer narrative:
Follow-up # 1 ¿ (07/16/2014).the patient¿s test strips have been returned on 6/10/2014 and evaluated by lifescan product analysis on 7/4/2014 with the following findings:the test strips involved with this complaint failed testing. The returned test strips were found to have scratched electrodes with no assignable cause. In addition, a secondary issue was noted when the electrodes on the test strip are scored causing a short-error 2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.